Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The unit was restarted, and the case was able to continue. There was no report of patient injury.